Event description:
The dentist indicated that the hex orientation of this abutment was off 1/8. The doctor made a surgical incision to try to seat the abutment. A seating fixture was provided by the lab, but was unsuccessful and would not translate in the mouth to the crown orientation on the model, so the abutment was immediately removed and the site that was exposed was sutured. The doctor took a new radiograph to confirm healing abutment fully seated prior to taking a new impression.

Manufacturer narrative:
The initial report was filed in error. Based upon clinical input from post market clinical administrator and consulting clinician: the incorrect hex orientation of an restorative abutment would not contribute to a serious injury and there was no reported delay in the procedure. In this case the clinician elected to make an incision to verify if the abutment was fully seated, an x-ray is the recommended method of verification. The malfunction of the restorative abutment does not require surgical/medical intervention to prevent serious injury or death if this malfunction were to recur.

Manufacturer narrative:
After reviewing the DHR, customer's complaint could not be confirmed. Upon investigation, it was determined that the hex orientation of original and new model were not the same. The abutment was designed to the wrong hex orientation caused by the healing abutment not being seated properly during impression.